Event description:
During anchoring of bard ajust sling implant, the anchor broke. Anchor retrieved by physician. Third occurrence of this type on three different pts noted recently with this product.